Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that vet syringe 0.3ml x 29g x 12.7mm 10 bag was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no:323000 batch no: 9266921. It was reported that the consumer, a pet owner, feels the plunger is unable to draw up vetsulin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes d.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned (7) 3/10cc, 12.7mm, 29g u40 insulin pet syringes in an open poly bag from lot # 9266921. Customer states that the plunger is unable to draw. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 9266921 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200879125] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that vet syringe 0.3ml x 29g x 12.7mm 10 bag was unable to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no:(B)(4)batch no: 9266921 it was reported that the consumer, a pet owner, feels the plunger is unable to draw up vetsulin.